Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for c6-7 fracture. It was reported that the c4-5 screws pulled out and c6-7 screws are partially pulled out. There were no further complications or symptoms were reported.